Event description:
Ordered a glucose monitor from company stating it also monitored my o2 and heart rate. Overcharge me original quote was for 2 units (B)(6) when billed on my paypal the bill was (B)(6). Took over a month to hear anything until I filed a complaint with paypal, they again told paypal units were shipped and no refund. Within a couple of days, received a package from (B)(6). On opening the package, all that was sent to me was a very low quality o2 sensor that did not perform as the ad stated. The seller is non-responsive and still running this ad as of today. This is a fake medical scam and needs to be investigated.